Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the stylet could not be removed from the lead ventricular lead, and the lead was damaged during the attempt. The lead was removed, and a new lead was successfully implanted. Without issue. The patient was stable.